Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 67 months ago. Aneurysm and vessel morphology from the time of implant were not reported. The patient presented for a routine follow-up approximately one month ago. It was reported that the aneurx stent graft had migrated three years ago and it was repaired with one aneurx and one talent aortic cuff stent grafts. Currently, there was disease progression with aortic neck dilatation found. The aortic neck diameter measured 30 mm in diameter at the renal arteries. A CT scan from four weeks ago demonstrated that the aortic cuffs had migrated with a type I endoleak present. The patient was treated with a 32 mm diameter endurant aortic cuff and the migration and proximal type I endoleak were resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).